Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately five months ago. The aneurysm was an iliac aneurysm and vessel morphology was reported to be tortuous. Large common internal iliacs with excessive tortuosity and appeared to loop back up. The final angiogram at the time of implant looked good. It was reported that the patient had an occlusion of the right iliac artery. This was attributed to the weight of the iliac aneurysm which was pushing down on the arteries and occluded the right limb. A fem-fem bypass procedure was done at the time to resolve the occlusion. No additional clinical sequelae were reported and the patient is fine. . A review of returned pre-implant films show a thrombus filled 8cm diameter right iliac aneurysm, and a very tortuous iliac exiting the aneurysm. Angiogram films at implant show no excessive angulation after the limb is implanted on the right side. Post-implant films show an acute angulation of the distal right limb (last 2 stents), but no obvious kinking. As films were of minimal contrast, the patency within the stent graft could not be evaluated.

Manufacturer narrative:
Evaluation, method: (B)(4) (film evaluation). Evaluation, results: (B)(4) inherent risk of procedure (occlusion), (B)(4) patient's condition affected effectiveness of device (anatomy related; vessel morphology; weight of the iliac aneurysm compressing the limb). Evaluation, conclusion: (B)(4) device failure/lack of effectiveness related to patient condition (anatomy related; vessel morphology; weight of the iliac aneurysm compressing the limb).